Manufacturer narrative:
Due to character restrictions in following sections: d10: concomitant products: hemashield graft and eptfe suprarenal extension. E1: event site name- (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
As part of the advanta vxt and flixene pmcf registry, a report was received related to a vxt graft. The patient underwent an aorto¿right renal artery (aorto-rra) bypass procedure on (B)(6) 2019, during which a total of three grafts were placed, including the bypass graft. On (B)(6) 2021, an MRI was performed, and radiological assessment indicated a possible infection involving one of the grafts. During subsequent follow-up visits, physician was unable to confirm the presence of an infection or identify the specific graft involved. Medication was provided to the patient and the event was resolved with sequelae.